Manufacturer narrative:
Batch review performed on 18 december 2023 lot 2113258: (B)(4) manufactured and released on 15-nov-2021. Expiration date: 2026-nov-01. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause is unknown. About 7 months after the primary surgery, the surgeon upsized the insert (from 10mm to 12mm) and the surgery was completed successfully.